Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was experiencing an increase in seizures. Additionally, it was noted that the battery level may be low. It was later reported that the patient's generator was interrogated and the battery was seen ok. The patient believed that their settings were inaccurate and caused the increased seizures. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information was received from the physician noting the cause of the increased seizures were not related to the vns. The physician noted the patient was experiencing increased stress, poor sleep, and needing optimized anti-seizure medication (none of which were alleged against vns). The seizures were back to pre-vns baseline levels and the patient's dose of clobazam was increased as a result of the increased seizures. It was also confirmed that the patient's device settings were not truly wrong. No other relevant information has been received to date.